Event description:
The rv lead fractured and when they went in to remove it, the ra lead became dislodged. The patient is totally occluded and a new system could not be implanted. The ICD was also removed and it had met longevity. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.